Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the hv tank and performed ma cal and ma limit cal. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system was intermittently displaying low ma errors, and then a "grainy" image. There was no report of pt injury.